Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was displaying an error message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began in a morning a week prior to her contacting lfs. The patient reported she manages her diabetes with oral medication, diet and exercise, and in response to the alleged issue she consumed less food and drink. The patient alleged that at an unknown time after the alleged issue she developed symptoms of ¿bad -headache¿, which she self-treated with sudafed and ate some food. During troubleshooting the csr noted the patient did not wish to carry out a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, which required medical intervention and there is insufficient information to rule out the contribution of the subject meter to the event.